Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Ref MFR reports: 1627487-2013-03489 and 1627487-2013-03493. The pt has 2 scs systems. The system related to this complaint is being reported. It was reported, the pt is experiencing changes in system stimulation. A sjm rep was unable to resolve the issue with reprogramming. The pt wishes to consult with the physician regarding surgical intervention. It was also reported, the pt is experiencing warming while charging his scs system in addition to communication difficulty between his pt programmer and scs ipg. On 08/01/2012 st jude medical, neuromodulation div., sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events are expected.